Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that when put in the bolus ist show meter error and when priming it shoots a lot of insulin before starts priming. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare providers instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform prime test and excessive no delivery test due to motor error alarm. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case at display window corner, cracked belt clip slot, stained keypad overlay and scratched reservoir tube window.